Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intraaortic balloon pump (iabp) had internal leaks. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields: h6 (health effect ¿ clinical code). Additional information: event site postal code: (B)(6). Event state: (B)(6). It was reported the cs300 intra-aortic balloon pump (iabp) had internal leaks. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse resolved the issue by correctly mounting the safety disk and crm (condensate removal module). Completed repair with all functional and safety tests per manufacturer specifications.